Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen for a consult with their dentist and provided a letter of recommendation. In the letter the dentist states the patient is concerned about black triangles and palatally positioned premolars. These premolars are at risk for deep recession due to the way the are positioned. Without ipr and attachments/brackets an acceptable result cannot be achieved. You cannot move premolars and will not be able to eliminate black triangles. Byte aligners are not appropriate for this patient's case.